Manufacturer narrative:
Two files were returned in loose. This investigation is for one breakage case, but as the returned instruments are not discernible, they will analyzed together through complaint (B)(4) will be similar (complaints received simultaneously from the same customer). The returned files were analyzed: -first file is broken in the active part, at 4mm from the tip (broken tip was not returned). The file broke under fatigue (modef), while pushing into a root canal curved portion. No material or machining defect was found during analysis of the rupture pattern. -second file is broken in the active part, at 4mm from the tip (broken tip was not returned). The file broke under fatigue (modef), while pushing into a root canal curved portion. No material or machining defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. Additional information received - the patient was not injured. This is a follow up report for this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580, health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code - 4582, health effect - impact code - 2199, this is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper ultimate f3 25mm x6 file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.